Event description:
A (B)(6) pt underwent nanoknife ire treatment for pancreatic cancer on (B)(6) 2010. Nanoknife generator experienced recharged related issues that caused it to stall every 10 or 20 pulses. Multiple retreats occurred to work around the charge errors, which would prolong the procedure time.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. A records review of quality inspections and service documents determined the device met specifications at the time of release. A review of the hardware service database found a service order record opened on the day of the event. That record shows that the generator charge board was replaced to correct the issue. The cause of the reported recharge issue was determined to be related to the charge board within the machine. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).